Manufacturer narrative:
Upon further investigation, this medwatch report was inadvertently submitted. The following has been reported: there was no patient involvement at the time the issue was discovered. The device was fully functional. The battery replacement was identified as necessary in preparation for scheduled preventive maintenance (pm), as the battery had exceeded its five-year service life. Consequently, this complaint no longer meets the criteria for reportability. The international philips field service engineer (fse) determined that replacement was required based solely on age-related end-of-life guidelines. Based on the available information and service evaluation, the battery replacement was not related to any device malfunction. According to the v60 service manual: recommended replacement every 5 years based on the date of manufacture recorded on the battery label. The investigation concludes that no further action is necessary at this time. Should additional information become available, the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is inoperable. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Additional information about the event has been requested. The investigation is ongoing.